Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on 2/17/2006 with the following findings: the patient had alleged that there were missing segments on the display. However, the meter involved in this case has passed testing and all the segments of the display appeared. Therefore, the users's complaint was not confirmed. At this time, we consider this matter closed.

Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging segments were missing on the one touch ultra meter. The medical affairs specialist (mas) mailed a letter, since the user could not be reached by telephone for further clarification. The pt felt tired and passed out and was unable to obtain a reading on the meter due to segments missing. He took insulin after attempting to use the meter. He was tired and passed out. The pt was taken to the hosp where he was treated with food and/or beverage. The meter is not a new product (out of box). Customer care agent (cca) sent the pt a replacement meter and testing supplies. No further clinical info was provided. It would have been helpful to know the duration of this missing segments problem, the pt's diabetes regimen, how soon after testing the pt passed out. Reading on the hosp's meter, diagnosis and how long segments may have been missing on the meter. The complaint is being reported as an adverse event, since the pt was unable to obtain a reading on the meter due to segments missing and was treated for hypoglycemia. The meter was replaced.